Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter has been evaluated and was found punctured by the guidewire approximately 1.5cm from the distal tip. The guidewire was also found broken into two segments. Analysis of the break point showed the failure of the guidwire occurred due to overload.(B)(4)